Event description:
"Distraction of hypertrophic nonunion of tibia with deformity using ilizarov/taylor spatial frame". Author: s. Robert rozbruch et al., arch orthop trauma surg (2002). The study is about two cases of hypertrophic nonunion of the tibia with deformity for which distraction treatment was applied using an smith & nephew ilizarov/taylor spatial frame. It was documented on the paper that for one patient (case 2), 8 months following frame removal the patient still had knee pain and signs of early post-traumatic arthritis of the lateral joint compartment of the knee.

Manufacturer narrative:
It was reported from a literature review that 8 months following frame removal the patient still had knee pain and signs of early post-traumatic arthritis of the lateral joint compartment of the knee. The associated device, used in treatment, was not returned for evaluation. Thus the product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical analysis noted that the patient presented with a visible varus deformity of the leg. A fibula osteotomy was performed, the tibia nonunion was noted to have little mobility after the fibula osteotomy. Correction of the deformity was accomplished 30 days later. Twelve months following initial treatment the bone had united, and there was no loss of deformity correction. The initial presenting tibial pain with weight-bearing had been eliminated. Based on this investigation, the need for corrective action is not indicated. The paper was published in 2002. The potential causes could include but are not limited to patient reaction or patient medical conditions. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.